Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out-of-range shock impedance measurement. A red alert was issued in the remote monitoring system for this observation. Technical services discussed the shock impedance measurements have ranged from 80-130 ohms over the past year. A review of the presenting electrogram (egm) and stored episode showed no noise or artifact and appropriate sensing. It was recommended to see the patient in the clinic for an interrogation to clear the alert in the device and the beeping, and to consider increasing the out-of-range limit to 150, 175, or 200 ohms to avoid red alerts in the future. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.